Manufacturer narrative:
Block d2b: pro code (product code: qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7078942. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient will undergo a lead revision due to lead fracture.